Manufacturer narrative:
D10: concomitants: exactech stent, mini vision otw 2x18 ref# 601520, s/n (B)(6), exactech novation gxl lipped 32mm acetabular liner 1323252 ref# 752325, s/n (B)(6), exactech screw bone acet 6.5x25mm, s/n (B)(6), exactech femoral head 32 mm o.d., ref# 1703203, s/n (B)(6), and exactech femoral stem, ref# 1880008, s/n (B)(6). Novation crown cup connexion gxl neutral liner 1323252, pending investigation.

Event description:
As reported via legal documentation the patient had a right hip replacement on (B)(6) 2019. Approximately 3 years and 1 month after the initial procedure the patient had a right hip revision on (B)(6) 2022. There is no information on the surgical procedure or patient outcome. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H11. Additional manufacturer narrative- this event and the devices have been discovered to be a duplicate case and initially reported under MFR# 1038671-2022-01189. All new and/or additional information will be reported in MFR# 1038671-2022-01189.